Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left coronary artery (lca) using an indigo system catrx to treat a st- elevation myocardial infarction (stemi) using an indigo system catrx aspiration catheter (catrx), a non-penumbra guide catheter, a non-penumbra guide liner, and a guidewire. It was reported that the patient¿s anatomy was somewhat tortuous and there was a stent previously placed in the lca. A hemoband was placed on the right ulnar and the patient was administered two doses of nicardipine and intracoronary nitroglycerin as a preventative measure throughout the procedure. During the procedure, the guide catheter, the guide liner, and the catrx were advanced into the target location. The guide liner was then removed and the catrx was advanced further into the target location. The physician then performed the thrombectomy using the catrx. While performing the final angiogram, the physician noticed that the catrx appeared to be fractured at the distal length and the catrx had come out of the distal end of the guide catheter. The guide catheter containing the fractured catrx was removed. It was reported that there were no fragments of the catrx remained in the patient''s body. The procedure was completed at this point. There was no report of an adverse effect to the patient.